Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to station. A technical support specialist (tss) confirmed that the user account was active in the pyxis enterprise server but found no corresponding account in the hospital active directory. A spelling error in the account details was identified and corrected in the server, and it was noted that no email address was available for the user. The issue was determined to be related to the hospital active directory and follow-up actions were planned to contact the customer by phone, advise coordination with the hospital information technology team and received no response from the customer and closed the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to the server and had not tried the stations yet. However, there were no delays or adverse events or injuries reported based on this event.